Event description:
It was reported that during a right nephrostomy and ureteric stenting procedure, guide wire coating damage occurred. The 100% stenosed lesion was located in the mildly tortuous and not calcified ureter. Another MFR's stent was advanced over a zipwire .038"/180cm. The coating on the wire separated from the metal core, and the stent became stuck on the wire. The wire and the stent delivery system were withdrawn, and exchanged for another stent catheter and guidewire. The procedure was not completed due to another reason. No pt injuries or complications were reported. The pt's condition is reported as "stable".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.